Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The cardiac resynchronization therapy defibrillator exhibited t-wave oversensing. The patient was stable. No further information was available.

Event description:
New information states that, the device was reprogrammed and the issue was resolved. The patient was stable.